Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided) and a loss of consciousness. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was treated with intravenous saline. Reportedly, customer left the ER 4-5 later with the issue resolved and no permanent damage.